Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was an issue with the io panel. The io panel was replaced and the issue was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the hdmi connection was loose on the I/o panel almost to the point where tape was needed to hold the connection. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hdmi connector is damaged on the returned I/o panel. The connector shell is out of shape with the seam spread apart making the connection very loose. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.